Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that usb port of the pump appeared to be damaged, as the usb cable was difficult to insert into the usb port. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.